Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the hospital for a system replacement procedure on (B)(6) 2018. During a clinic follow up on 09/14/2017 it was noted that the patients left ventricular lead exhibited failure to capture. Programming changes were made. The patient presented again on the (B)(6) 2018 in the clinic and it was reported that the patient had not been doing well in the previous few months. The patient was admitted to the hospital on an unknown date for treatment of heart failure and stated that their energy levels were decreased sometimes to the point that walking from one room to another was not possible. At that time, it was noted that the left ventricular lead continued to exhibit failure to capture. Programming changes were made and phrenic nerve stimulation occurred. Chest x-rays were done and lead dislodgement was noted. On 04/11/2018, during a consultation with another physician, it was decided that the patient would be a candidate for an epicardial lv lead if a traditional lv lead was not possible. The patient had experienced deterioration in their hypertrophic cardiomyopathy. On (B)(6) 2018, the patient¿s sjm lv lead was explanted and replaced with a competitive epicardial lv lead. The patient¿s device was replaced at the same time electively, due to the need for a different shaped device header for the new lead.